Event description:
Revision surgery - due to the baseplate being loose and the 6.5 glenoid baseplate screw broke. In the original surgery only two reverse shoulder prosthesis (rsp) bone screws-locking were used.

Manufacturer narrative:
The reason for this revision surgery was reported as the baseplate being loose and the glenoid baseplate screw broke. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there were 22 prior complaints associated with the baseplate central screw being fractured since 2007. The root cause for the revision surgery was not determined with confidence since no parts were returned for examination. Potential causes for this event include: trauma, excessive loads or torques, improper installation, and bad bone quality. This investigation has found no evidence that a design, material, or manufacturing problem contributed to the need for a revision surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.